Event description:
During a stenting procedure, the stent dislodged from the balloon. The lesion was located in the renal artery. It is noted that this is an off label use. The physician had successfully crossed the lesion with the wire and guide catheter. While attempting to advance the express2, the wire and guide catheter backed out of the lesion. While removing the wire and the express2, the stent dislodged and traveled downstream. The physician was unable to locate the stent under fluoroscopy and believes it to be in the peripheral vasculature. The physician placed another manufacturer's stent to complete the procedure. Patient status is listed as "fine".